Manufacturer narrative:
Complete initial reporter name: (B)(4). Complete event site name: (B)(6) hospital of guangdong province. Event site postal code: 510120. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that after approximately eight hours of intra-aortic balloon (iab) therapy, an alarm was generated and blood appeared in the iab catheter. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a